Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 19-jul-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (600 mcg/ml at an unknown dose) via an implanted pump. On (B)(6) 2020 it was reported that the patient was having a routine end of life pump replacement procedure on (B)(6) 2020. When the physician opened the pump pocket, she noted what she believed to be clear serious fluid. Upon inspection, she found what she described as a small split and kink right where the catheter was connected to the sutureless pump connector. The piece was cut off (4 cm removed) and a new sutureless connector was placed/attached. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. No patient symptoms were reported. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.